Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident that occurred with the arcadis avantic gen2 unit. No x-ray was available during an interventional procedure. The patient had to be moved and the exam was successfully completed on alternative system. There are no injuries attributed to this incident. The reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation did not show a clear root cause for the reported error. The part which was exchanged on site and returned for investigation did not show any problem and works accordingly. Because the customer's database was rebuilt and the pc in question was replaced, i.e. The situation on site was changed and the problem was eliminated, a retrospective investigation that goes beyond the status achieved is no longer possible. Nevertheless, the error image indicates a temporary problem in the image chain communication. After a restart, the system has returned to its normal state. Our experts assume that this problem is due to a temporary poor contact between the respective components. As the potentially affected m460 pc was replaced and the error was no longer reported, it is assumed that the poor contact has been eliminated by the intervention on site. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.